Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds during the implant procedure due to patient tissue condition. The lead was repositioned several times with the final position on the patient's septum. Four days later the lead was repositioned due to decreased r-wave amplitude and an abrupt change in pacing impedances. Five days later the patient had a cardiac arrest due to loss of capture (loc). The lead was explanted and replaced without incident. The lead was discarded following the procedure and will not be returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.